Event description:
It was reported that it was difficult to tell if there was capture on the right atrial (ra) lead. Presenting electrograms did not appear to show av synchrony or consistent conduction. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).